Manufacturer narrative:
Investigation of this event found that when the pt was opened in offline review, the mv image seemed to be lost, however, had a wrong creation date and was, therefore, not displayed. This issue "mv issues have wrong date stamp when a common clinical workflow is used" is a known issue and has been tracked and trended since 03/2009. Considered by varian as not to be a significant safety risk, a workaround was identified for this issue, such that the customer should close the pt instead of pressing 'save image'. When pt is closed, image records are saved prior to the image save and therefore, the image dameon would not change the creation date. In 2009, a discrepancy report (dr) was logged and the issue fixed in the version 8.6.17 production release. The issue still exists for customers with versions < 8.6.17. As a result of the most recent complaint received 02/23/2011, varian performed a new risk hazard analysis (rha), in which the latest complaint and trending info were considered and evaluated. As a result of this rha, varian determined on 03/22/2011, that this malfunction, should it recur, could potentially result in serious injury, and has issued a CAPA to further address this issue for customers with versions <8.6.17. This report is a result of varian's retrospective review of trending data. All corrective action related to this malfunction will be reported under the guidelines of 21 cfr part 806. No additional follow-up to this MDR is expected.

Event description:
Customer states pt arrived for films only, on (B)(6) 2009. An mv image and kv pair were taken with obi 1.4. No error messages were noticed. The session was left open on the treatment queue. The following day, the pt returned for treatment and the session was completed. In aria 8.1 olr, it was noticed that the mv image did not save. The kv pair were listed in the timeline. The customer went to backup folder to look for images, but could not find them. He confirmed the image was taken in the history tab of rtc. Customer cannot locate the mv image in pt viewing either. There was no report of serious injury as a result of this event.